Event description:
It was reported that during a coronary stenting treatment procedure a vessel perforation occurred. The target lesion was located in the left anterior descending artery. The 12/2.5mm maverick2 monorail balloon catheter was advanced to the target lesion and during the balloon entry a perforation occurred in the lad. The physician treated the perforation by successfully stenting the lad with multiple liberte stents of unk size. It was noted that the pt's blood pressure crashed when the perforation occurred and the pt required intubation. The procedure was successfully completed with a different device with no add'l pt complications reported. The pt's current condition is listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwtch will be filed.